Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. A trauma is mentioned in the recipient's report. The investigation results appear to match the problems mentioned in the recipients report. This is a final report.

Event description:
After a trauma the user's hearing performance with the device was affected. The user was reimplanted.

Event description:
After a trauma the user's hearing performance with the device was affected. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.